Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, this atrial lead was noted to have dislodged. The physician elected to surgically intervene and explant and replace the displaced lead. Another lead was implanted without complication and the explanted lead is intended to be returned for analysis however, not yet received. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing) found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during a routine follow-up, this atrial lead was noted to have dislodged. The physician elected to surgically intervene and explant and replace the displaced lead. Another lead was implanted without complication and the explanted lead is intended to be returned for analysis however, not yet received. No resulting adverse patient effects were reported.